Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. P/n 001200 is not being manufactured currently, however, another part number from the same family was use for the verification of failure mode reported in the current manufacturing process and was conducted as follows:200 samples were taken from the current production p/n 002200 horizon ti small 6/cart 180/box, lot #73e1900608, the samples were visually inspected and issue reported clip slipped off vessel was not observed in the current manufacturing process. The device history review for the product horizon ti small 6/cart 180/box lot #73a1800466 investigation did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available it is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and to determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that after surgery without complication, while the patient is recovering, bleeding starts to be noticed, so it was necessary to re-operate by finding the loose clips. When carrying out the investigation, it was identified that the clips were loose in the cartridge and still the instrument used them.